Event description:
Patient revised to address pain. Found loose femoral, tibia and patella caused by no ingrowth.

Manufacturer narrative:
Examination noted the lack of ingrown bone on the returned products. Although the exact root cause could not be determined, the lack of bony in growth was likely a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications. The need for corrective action was not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.